Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the implantable cardioverter defibrillator exhibited backup vvi operation. Device download was performed successfully.